Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event on 08/19/2020. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted, and will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spacer was implanted during a spacer placement procedure performed on an unknown date. Reportedly, the patient didn't tolerate the probe very well ,and when hydro-dissecting the space it didn't feel as smooth as usual. According to the complainant, magnetic resonance imaging (MRI) was performed, and the images showed that the spacer seemed to track along the lymphatic plane, and there was also a small amount in the prostate posteriorly at the apex. The patient will receive cyberknife therapy and wait a few months for the spacer to dissolve. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.